Event description:
Rptr has capsular contracture (both) with implant bleed. Closed capsulotomy performed. Bilateral carpal tunnel syndrome; 35% disabled; memory problems; no sensation in the nipple area; ear problems; major fatigue treatments of b-12 injections; pain in legs, neck, breast & stomach; dizziness; epigastric pain; depression; nodules in breast; severe right hip pain; severe reactions to insect bites/stings; lump in rt arm & a mass in lt upper chest (above the breast); urinary/bladder difficulties; major back pain; neck surgery; numbness in both arms & hands; seizure; facial neuritis; nodules in rt side of groin diagnosed as lymphadenopathy; vibrations/pain inside rectum; lump in rt abdomen. MRI is abnormal with many areas of increased signal in the white matter with possibility of multiple sclerosis. Rptr has been diagnosed with: atypical multiple sclerosis, positive ana, aytpical rheumatological & neurological disease, atypical musculoskeletal syndromes, possible lupus cerebral vasculitis, early peripheral neuropathy, early organic brain syndrome, bilateral carpal tunnel syndrome. Rptr suffers from severe insomnia, fatigue, depresseion, skin nodules, low grade fevers, neuritis (face & feet), numbness/tingling in extremities, joint stiffness, joint swelling, vision problems, ear problems, bladder difficulties hot spots/burning sensation all over body, stomach problems, neck pain & headaches. In 8/94, implants were removed with no replacement. April, 1995, developed a growth on rt thumb joint. It was injected with steroids, frozen, surgically removed & before the stitches were removed, it was growing back. Rptr has seen improvements since explantation. Yrs of ear trouble, completely gone. No more breast burning pain. No chest wall burning/pain & full return of the feeling in nipples. Vision improvement & less fatigue.